Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was rec'd that alleges during a tracheostomy tube change, the insertion of the tube was difficult due to obturator shape not matching the curve of the tracheostomy tube. The reporter stated this issue caused pain for pt; no other effects reported. The device is reported to be >2 years old and has been re-processed multiple times. No incident related med sequela was reported.